Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event and was treated with vancomycin injection (500mg, intraperitoneal, every 5th day, discontinued), and ceftazidime injection (250mg, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient was treated with ceftazidime injection (250mg, intravenous, once a day, ongoing) for the event. The patient has recovered from abdominal pain and was discharged from the hospital on an unknown date. At the time of this report, the patient has not recovered from peritonitis. The patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.